Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- analysis of available expertise files confirmed that the reported behavior, as an error related to the real-time test results saving was observed on (B)(6) 2023 at 10:48, and the smarttouch tablet was restarted by the user on 31 may 2023 at 10:51. - the observed issue most probably resulted from the inappropriate ending of the saving results thread, which froze the programmer module and led to the observed behavior. - it should be noted that normal functioning was restored following the restart of the smarttouch tablet.

Event description:
Reportedly, it was impossible to perform real time tests on a teo dr pacemaker with the programmer as there was no curve displayed on the screen.